Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. Field service specialist communicated with the account and provided support. He reviewed the operation report of the patient and confirmed bed energy for the left eye was set too low at 0.30 uj. Field service specialist communicated to the account the default bed energy should be 1.20 uj. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that when surgeon proceeded to lift the left eye flap it was noticed that only the side cut was made and there was no bed (raster) cut. Surgeon was not able to lift the flap. The surgeon did not state whether or not the patient would be treated at a later date. During follow up with the account it was reported that patient was re-scheduled for a surgery but this time surgeon will use a keratome.